Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient refused to provide patient weight. The initial reporter was noted as the medtronic representative.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), product type lead, ubd: 18-apr-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). During deep brain stimulation (dbs) procedure, the resistance of the lead was found to be too high. The lead was replaced with a new lead and the operation was completed. Cause and troubleshooting were both stated to be unknown. No symptoms were reported. No further complications were reported/anticipated.